Event description:
It was reported that the patient presented for a remote follow up. Review of the transmission revealed under-sensing of the right ventricular lead. There was no intervention performed. The patient was in stable condition.